Manufacturer narrative:
On 2/8/2019 mentor became aware of the presence of bilateral capsular contracture in addition to the left deflation reported previously. This report relates to the left prosthesis. See 1645337-2019-08922 for contralateral prosthesis report. A manufacturing record evaluation (mre) was performed for the finished device number 232548, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 3/8/2019. Device evaluation summary: it was reported that a 54-year-old caucasian female underwent breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis and experienced deflation post procedure. Left sided deflation was diagnosed by a physician post procedure. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and on the shell surface. During initial evaluation a rent was observed on the posterior aspect measuring approximately 0.5 cm. Parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the yellow material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, lot #232548. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis and experienced deflation post procedure. Left sided deflation was diagnosed by a physician post procedure. As a result, the device was explanted on (B)(6) 2019.